Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: based on the results of the investigation, it is likely that the following led to the malfunction: that the e224 occurred because communication failure occurred due to faulty cable (internal disconnection). However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿·do not strike the camera head. The camera head may be damaged. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer. According to the initial reporter, the procedure was completed using another similar device without any delay in the anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the investigation error e224 (scope communication error) displayed on the monitor. Additional evaluation findings were as follows: the rubber parts on the rear cover packing was peeled, and the rear cover had a faded label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had no image, and an unknown error code was present during preparation for use. There were no reports of patient harm or impact associated with the reported event.